Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address draining wound/infection. The surgeon removed the head, and it was reported that he made several unsuccessful attempts to remove the metal liner also, but could not get it to disengage.